Event description:
It was reported that the patient experienced severe pain and a myocardial perforation following a right atrial (ra) lead extraction procedure. It was also reported that there was oversensing, noise, low impedance, varying impedance trends, and no capture. When attempting to extract the lead the stylet would not advance to the lead tip. It was determined under fluoroscopy that the lead had dislodged, kinked and was fractured. The proximal portion of the lead was extracted through the left subclavian vein while the distal portion had to be extracted with a snare through the right femoral vein. A new atrial lead was successfully placed. It was further indicated that the patient did receive treatment of fresh frozen plasma (ffp) and blood transfusion intravenously with no further intervention reported to treat the myocardial perforation. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient experienced severe pain and a myocardial perforation following a right atrial (ra) lead extraction procedure. It was also reported that there was oversensing, noise, low impedance, varying impedance trends, and no capture of the lead. When attempting to extract the lead the stylet would not advance to the lead tip. It was determined under fluoroscopy that the lead had dislodged, kinked and was fractured. The proximal portion of the lead was extracted through the left subclavian vein while the distal portion had to be extracted with a snare through the right femoral artery. A new atrial lead was successfully placed. There was no reported intervention related to the myocardial perforation post extraction procedure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Blood/body fluid was observed on all conductors, and in/on the helix/lobe mechanism. The lead was stretched and the inner insulation was kinked/buckled. The outer insulation had a cosmetic depression and a breached depression. All conductors were fractured. Performance data collected from the device was analyzed. Low resistance/impedance was noted along with a patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. Weekly pace lead impedance trend data show various spike decreases for min atrial pace bi impedance = 418 to 133 ohms minimum between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Blood/body fluid was observed on all conductors, and in/on the helix/lobe mechanism. The lead was stretched and the inner insulation was kinked/buckled. The outer insulation had a cosmetic depression and a breached depression. All conductors were fractured. Performance data collected from the device was analyzed. Low resistance/impedance was noted along with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly pace lead impedance trend data show various spike decreases for min atrial pace bi impedance = 418 to 133 ohms minimum between (B)(6) 2011 and (B)(6) 2012.